Event description:
Our office in UK received a report on that a male pt purchased oxysept 1-step 90 day (lot number and expiration date unk), and reported experiencing a corneal abrasion after use. Contrary to the product labeling, he used the product past its expiry dating period. The pt reported he sought treatment at a local hospital because his sys was "injured" after using the expired 1-step. He also stated that the product was expired when it was sold to him.

Manufacturer narrative:
The distributor confirmed that the pt discarded the complaint product. The lot number of solution used by pt is unk, and the manufacturer does not have any pt information what would allow us to further our investigation of lot number and adverse event details. It is unk if the device failed to meet specifications as we have not received the complaint sample for analysis nor have we received an identifying lot number to perform product investigation. The device was most probably being used for diagnosis. The relationship, if any, of the device to the reported incident / adverse event is unk. The complainant reported an association between the amo device and the reported event. However, because we have not received the complaint sample for analysis, nor have we received an identifying lot number to guide our testing, we have been unable to determine the relationship. Root cause has not been established. All pertinent information has been provided.